Event description:
It was reported that (1) 355sd was used during a lobectomy procedure. It was reported by the rep that the surgeon was using the 355sd with 5mm scope which was removed many times through out the procedure for cleaning. A small plastic ring approx 1/2 cm in diameter fell into the pt. The surgeon removed the object which is enclosed with the trocar and completed the case with this same trocar.